Event description:
Info received indicates the brake will not hold.

Manufacturer narrative:
During the inspection, the technician found the brake wouldn't adjust. He replaced the brake block to repair the bed.